Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that the implantable neurostimulator (ins) was in the incorrect location as it was placed too shallow at the belt level, which caused irritation / implant site discomfort. There were no diagnostics or troubleshooting performed, but the etiology was stated to be related to the ins and related to the procedure. Interventions included an in-patient hospitalization for two days, two epileptologist visits, and a relocation of the ins on (B)(6) 2016; the issue was resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.